Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: capsular contracture, baker grade unspecified.

Event description:
Patient representative reported for left side the "plaintiff suffered or will suffer debilitating physical pain and mental suffering, capsular contracture, deformity, asymmetry, was/will be required to undergo additional surgeries and other procedures, incurred substantial hospital, medical, nursing and pharmaceutical expenses therefrom; suffered emotional distress, anxiety, depression and disability; loss of earnings; and loss of quality of life" against left side device. The events of ¿suffered or will suffer debilitating physical pain¿, and ¿was/will be required to undergo additional surgeries and other procedures, incurred substantial hospital, medical, nursing and pharmaceutical expenses therefrom¿, ¿disability¿, ¿loss of earnings; and loss of quality of life¿ are not device related. The device has been explanted.